Event description:
Md would staple a skin graft with device and the staple was not laying; instead it would kink or shrivel up. During the course of the surgery md had to remove many defective staples because the defective ones did not provide the adherance required for tissue growth as it was loose.